Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm volbella® xc in the lips and around perioral area. Sometime later, the patient experienced ¿nodules and swelling, unlikely to be bacterial.¿ the patient was treated with ¿hyaluronidase.¿ no symptoms resolution was provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.